Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the device experiences intermittent sound failure. No patient involvement.